Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of service required and then shuts off producing smoke smell/not turning. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation observed the pca burn. The customer complaint was reproduced. There was multiple error has been identified. The device was scrapped.